Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the disconnected mode icon was shown up at multiple stations. A technical support specialist dialed in to the stations and checked the stations displayed disconnected mode, ran downtime query and checked the cce messages were current, restarted the es services and checked on the station again to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was in disconnected mode.the customer stated that there was a delay in the dispensing of medication.there were no adverse events or injuries reported based on this event.